Manufacturer narrative:
The lead is not scheduled to be returned to boston scientific, crm for analysis. Boston scientific, crm will provide additional information if it becomes available and an updated report will be submitted.

Event description:
Boston scientific received information that during a device replacement procedure, this right ventricular (rv) lead's pace/sense portion was difficult to disconnect from the chronic device's header. When the set screws were retracted (loosened) combined with additional force, the lead was disconnected. Upon closer inspection, the lead's terminal pin had been partially dislocated from the conductor. The chronic lead was partially capped and a new pace/sense lead was implanted and connected to the replacement device. No adverse patient effects were reported (and there was no allegation of malfunction related to the replacement device).